Manufacturer narrative:
The patient¿s medications include: aspirin, lisinopril, prizosec, paxil, and hydrochlorothiazide.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On june 17, 2014, it was reported the cause of the occluded superficial femoral artery is unknown. On (B)(6) 2014, the patient expired due to cardiac arrest. It was reported no autopsy was performed.

Event description:
On (B)(6) 2014, the patient underwent treatment for abdominal aortic aneurysm with gore® excluder® aaa endoprostheses and a femoral popliteal bypass to treat stenosis in the superficial femoral artery. It was noted the patient had blood pressure issues during the femoral popliteal bypass. The patient tolerated the procedure. On (B)(6) 2014, the patient¿s blood pressure dropped. A CT angiography of the abdomen was performed which reportedly identified no issues. However, it was reported the physician was concerned about contrast induced renal failure. On the same day, an ultrasound was performed and identified occlusion of the superior mesenteric artery. The patient was taken to the or and a laparotomy was performed. It was reported the intestines were functional and flow was restored to small bowel but there was no pulse in the superior mesenteric artery. The patient developed organ and renal failure and was treated with dialysis. On (B)(6) 2014, the patient expired due to cardiac arrest.